Manufacturer narrative:
G5:510(k)#: k102985, b4: (B)(6) 2021. Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event

Event description:
It was reported that the ventilator was giving high pressure alarms and not reaching the requested 80 liters of flow during high flow therapy. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with a local representative. The customer reported to be using a hudson hfcn cannula with the v60. The customer was advised that the cannula is not approved with the v60 and that could be the possible reason for the issue.